Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for post traumatic neuralgia and spinal pain. It was reported that the patient had a return of severe pain since last wednesday. The patient had not been able to communicate with their ins and they kept seeing poor communication. The patient noted that their recharger stopped working- it wouldn't charge their ins and they kept seeing "reposition antenna". The last time they successfully charged was two weeks ago. The patient repositioned the antenna over the ins and used the antenna locate feature. The highest they could get was 70 and when they tried to start another charge they saw a por message. The patient didn't have new regular alkaline batteries to use so their programmer didn't work- they were advised to get some batteries for their programmer so that they could clear the por message as well as check to see if they could communicate with the ins. No further complications reported.

Manufacturer narrative:
Product ID: 37751, serial# (B)(4), product type: recharger; product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that new batteries were tried, but the programmer still did not work, and a power on reset was seen on the recharger. The steps to clear a por were reviewed and the patient was redirected to their hcp if the issue could not be resolved. No further complications reported.